Event description:
A customer reported that when they used excel off brand reagent the elite system would not count down and provide a result. No blood sugar result to a diabetic could represent a serious medical condition. While on the phone a review of the system was conducted. At the time the customer did not have the requisite supplies to continue the testing and these will be provided. It was explained to the customer that bayer does not provide or support the use of an off brand reagent. The additional supplies including the check strip were received by the customer. Electronic checks were satisfactory.